Event description:
Spontaneous call from patient. Cadd ms3 sn (B)(4) pump malfunction. Pump is beeping for low volume and to load cartridge a full early from when patient would normally change cartridge upon switching to replacement pump. Patient need there is still drug left in cartridge. No adverse effects reported. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.